Event description:
It was reported to conmed that, "balloon rupture. Fragments of balloon remained in the duodenum of patient and not recovered". At present no injury has been reported, and, the incident did not require patient admission or prolonged hospital stay. Being in the duodenum - physician is assuming balloon fragment will pass through the intestinal tract without incident.

Manufacturer narrative:
The devices are being returned to conmed corporation for evaluation and has been received (B)(4) 2013; however, investigation has not been initiated to date. On completion of the quality engineering investigation a supplemental report will be filed.

Manufacturer narrative:
On initial submission I failed to enter the date of awareness.

Manufacturer narrative:
The duraglide stone balloon is indicated for the removal of biliary stones from the common bile duct. The triple lumen device is placed endoscopically into the biliary ductal system. Once the catheter is advanced above the biliary stones the latex stone balloon is inflated with the premeasured inflation syringe. Once the balloon is fully inflated the catheter is withdrawn thereby removing the biliary ductal stones. A review of the manufacturing documents from the DHR/lhr, device history record/lot history record, for lot 1212111 has verified the devices were produced according to current and approved procedures and material specifications. The non-conformance identified in the DHR/lhr documents did not affect the fit, form, or function of the devices. One (1) used device was returned to conmed complaint center for investigation. The returned device was examined in the laboratory. The balloon was completely detached from the stone balloon device prior to receiving at conmed complaint handling center; however, balloon material was observed on the bond area of the lumen. This indicates that balloon glue application process was properly performed during the production. There could be multiple of possible causes either manufacturing or user related issues for the failure mode. In process inspection & visual checks are done to ensure proper production of the devices. One hundred percent (100%) of stone balloons are inflated during assembly and checked for loose particulates, wrinkles or bumps, leaks, inflated balloon size, and asymmetry of the inflated balloon. Thus, any manufacturing related defects should be detectable prior to packaging. Also, balloon material was observed on the bond area of the lumen. This indicates that balloon glue application process was properly performed during the production. A likely cause of the identified failure mode could be due to device damage after the production. The IFU, instructions for use, specifies, "inspect the catheter for defects or damage from shipping". The IFU for the device also instructs under preparation to pretest balloons prior to insertion into the endoscope; therefore, it is highly unlikely that an end-user would utilize a balloon found to fail during pretest. Following the IFU any product defects should be detectable by the end-user prior to use. Another likely cause of the balloon rupture could be balloon overinflation. The IFU also specifies, "do not exceed the recommended maximum inflation volume. Over-inflation may cause the device to fail". Scope channel damage or a repaired endoscope with an undersized inner diameter could damage the device balloon during passage through the scope. Improper storage of the device could also cause balloon failure. The IFU specifies to, "store in a cool, dry, dark place. Atmosphere, or fluorescent, ultraviolet or incandescent light will deteriorate the latex component". This will result in a weak balloon wall and possible cracking or tearing of the balloon. Because of the difficulty in the confirmation of these end-user related factors, root causes for the reported leaks, tears and bursts of the stone balloons are not always achieved. No conclusive manufacturing related defects were observed during the investigation; therefore, no corrective action is recommended at this time. Conmed is considering this complaint closed.